Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been receiving compromised force sensor system alarms and her drive support cap has become loose. Customer has had high blood glucose as a result of this issue and has since been on injections. Customer received a loaner pump by an organization in (B)(6) and was hospitalized. Customer's blood glucose was 450 mg/dl at the time of the incident. Customer's current blood glucose was 242 mg/dl. Customer had diabetic ketoacidosis and was treated with an IV of short doses of insulin. Customer was not wearing the pump at the time of the emergency room visit. Customer had been off the pump just minutes before leaving for the hospital. The insulin pump will need to be replaced.